Event description:
During the procedure, the physician was unable to advance the medtronic mustang coronary guide wire through the lesion in the circumflex coronary artery. Because of this, the mustang guide wire was removed from the pt. When the dr looked at the guide wire, it was found that the core wire and coil were loose. Although no pt complications or injuries were reported during the procedure, it has been determined that core wire fractures may cause an adverse event if this were to recur.